Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, there was inadequate suction to draw in the varix and two bands deployed prematurely. The procedure was completed with this device. It was reported that there was no difficulty in setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.